Event description:
A customer reported that the adc device would not power up with the button pressed or the test strip inserted. The customer became hyperglycemia and experienced symptoms of blurred vision, a seizure, and a loss of consciousness. The customer had contact with a healthcare professional who administered an insulin (type/dose unknown) injection for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.